Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ID: (B)(6), device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was implanted on (B)(6) 2017. It was noted the fracture had healed. The procedure was completed successfully.

Manufacturer narrative:
This report is for an unknown unk - nail head elem: tfna lag/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Additional medical/surgical intervention required. The patient was originally implanted with a 105mm lag screw. The patient had revision surgery due to screw irritation and was implanted with an 85mm lag screw. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: the investigation could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of 105mm trochanteric femoral nailing advance (tfna)lag screw and was implanted with 85mm tfna lag screw. The lag screw was exchanged to a shorter size to eliminate irritation of the it band. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unk - screws: locking (part# unknown, lot# unknown, quantity# unknown) unk - nails: tfna (part# unknown, lot# unknown quantity# 1) . This complaint involves one (1) device. This report is for one (1) unk - nail head elem: tfna lag screw. This report is 1 of 1 for (B)(4).